Manufacturer narrative:
Consumer stated the "lower blue mold separated from frame within 2 weeks."

Event description:
Consumer stated the "lower blue mold separated from frame within 2 weeks.

Event description:
Flosser made her lip burn and tingle.

Manufacturer narrative:
Consumer stated the device made her lip burn and tingle.